Event description:
It was reported that when the customer pumped air by syringe, but balloon did not inflate. It was unable to aspirate air when customer tried to pull the syringe. There were no patient complications were reported.

Manufacturer narrative:
Customer report was confirmed. The balloon was found to be ruptured in the central area. There appears to be a section of latex missing from rupture site.